Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). Buried bumper sydrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During a home visit on (B)(6) 2021, the patient reported he was hospitalized in january for buried bumper syndrome. The peg-j was replaced (B)(6) 2021.